Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely and determined that the customer was unable to enter the service code and received a wrong password message. The customer requires technical assistance to change the defibrillator password and password changed in coordination with the client. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The rse determined that the customer requires technical assistance to change the defibrillator password and password changed in coordination with the client. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that wrong password message appears while customer enter the service code. Device display a random code when customer attempts to reset password. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.